Manufacturer narrative:
The exact date of event is unknown, therefore, the date of which the manufacturer was made aware of the event was used as date of event. Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (plc231400). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (plc201200). (B)(4). Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2021, it was reported to gore that a patient with an aortic aneurysm was treated with gore® excluder® aaa endoprosthesis (rlt261412, plc231400 on the contralateral side, and plc 201200 on the ispilateral side). Both the main body with lengthening and the contralateral leg are dilated with a 33 mm diameter balloon (equalizer balloon catheter, boston scientific). The subsequent angiography shows that the prosthesis is properly seated. The infrarenal abdominal aortic aneurysm could be eliminated. On an unknown date, it was reported that a type 1a endoleak was discovered and a reintervention and implant of a cuff is planned on (B)(6) 2022.

Manufacturer narrative:
Updated h6: added health effect - clinical code e2121 - endoleaks. Updated health effect - impact code to f1901 - additional surgery. Code 4642 was inadvertently entered, but correct code should be f1901.